Manufacturer narrative:
Follow up report 001 ref to natus complaint (B)(4). It was confirmed no product will be returned for evaluation. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Complaint history was reviewed for the previous two years and found 0 confirmed complaints, giving a failure rate of (B)(4) closure rationale: complaint could not be verified, materials not returned for analysis. Complaint will be included in trending data for further review.

Event description:
Part nt821730c -customer states their clamp has broken off while in use. No patient injury or death.

Event description:
Part nt821730c -customer states their clamp has broken off while in use. No patient injury or death.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Customer states their clamp has broken off while in use. They sent a picture of the unit. Customer requested to return complaint form. Second attempt made to collect the complaint form. Sales confirmed they were onsite: "they are fairly certain the cause of the problem was their staff tightening down the screw too tight causing the bracket to snap." Several attempts were made to confirm if the affected product will be returned. It was confirmed no product will be returned for evaluation acceptable risk associated with the complaint as per line 4.37 in doc-035405 risk analysis spreadsheet. No death or serious injury, considered to be customer inconvenience. Risk is considered to be moderate.